Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional suspect medical device components involved in the event: tw# (B)(4). Product family: scs-ipg-pc, upn: m365sc11400, model: sc-1140, serial: (B)(6), batch: 203659.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an elective implantable pulse generator (ipg) upgrade to be magnetic resonance imaging (MRI) compatible. The patient is doing fine postoperatively and happy with new programs. Device will not return due to facility policy.

Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and f10. Additional suspect medical device components involved in the event: tw# (B)(4). Product family: scs-ipg-pc. Upn: m365sc11400. Model: sc-1140. Serial: (B)(6). Batch: 203659.